Event description:
Patient reported their dentist advised them to stop treatment due to gum recession and the potential for periodontal disease. Since they have stopped their teeth have shifted, worse than before and their gums are sensitive. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.